Event description:
During a remote follow up, episodes of post paced t wave oversensing were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. Additionally, it was noted the device was unable to transmit due to being in telemetry lockout, the device was interrogated to resolve the telemetry lockout. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.